Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device failed a test step during testing. The device was re-calibrated in a repair test to address the issue.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.